Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-08780. Related manufacturer reference number: 2017865-2019-08781. It was reported that the patient was deceased. It was noted that the patient presented in the emergency room and was transferred to the intensive care unit prior to their death. There is no allegation from a healthcare professional that the death was device related. The cause of death was due to cardiopulmonary arrest and acute myocardial infarction.